Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/valve leak and/or damage: observed, crease sharp opening on radius assessed, as fold flaw opening. Additional observations: crease fold observed, wear abrasion observed, yellow particles inside of the device.

Event description:
Healthcare professional reported, left side deflation. ¿hole on valve side¿. And ¿slow leak of left implant¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, ¿hole on valve side¿, and ¿slow leak of left implant¿. Device has been explanted.